Event description:
The customer reported to olympus during a unknown diagnostic procedure, no image on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a image was present when setting up, but had disappeared. Customer had tried 4 different scopes, but none had worked. Tac instructed the customer to send the unit for repair. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due a faulty patient board set, the unit had a old version main switch and needed replacement, a worn out video connector latch was causing a poor connection with the pigtails and the software version was at 1.06 and needed to be updated to the latest version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the allegation of no image on the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. A definitive root cause for the reported device problem was not established. However, it is probable that the image failure was caused by a faulty op-amp on the printed circuit board. Olympus will continue to monitor field performance for this device.